Event description:
Home patient (hp) reported feeling pain, similar to excessive air, while using the homechoice cycler for apd therapy. Hp requested a replacement cycler after x-rays taken confirmed air had been introduced into her peritoneum. Follow-up with the healthcare professional (hcp) reveals the hp did not follow procedures. According to the hcp, the hp did not follow proper priming procedures and connected to the patient line of the homechoice set without verifying the line was completely primed. Hcp reports the hp manually drained out her last fill volume after therapy using the homechoice, resulting in the hp having a `dry' day instead of the prescribed `wet' day. Hcp states when the hp initiated the subsequent therapy using the homechoice cycler, she immediately bypassed the initial drain and advanced into fill, not knowing if the patient line she was connected to was completely primed. According to hp there was no patient injury or medical intervention as a result of this incident.